Event description:
An angiodynamics senior clinical specialist reported the following adverse event that occurred during use of an angiovac c180 with obturator: "mitral valve angiovac . It was like any other mitral valve case , sentinel devices were deployed to protect the brain , hepran was given, transeptal pun puncture was made using the versacross system , septostomy was performed using a 14mm balloon. Angiovac cannula was advanced over the wire into the la . Under tee guidance the physician was directed to position the cannula close to the material, conversation was had with anesthesia about a potential pressure drop as we go on pump, anesthesia gave medication to adjust for that, we turned on the pump and were able to get a big chunk of the material , and pressure dropped as expected. The physician asked to turn the pump off but the patient's pressure kept dropping, on tee there was barely any contractility of the heart and within seconds the patient had no pressure and was in pea( pulseless electrical activity) CPR was started our cannula was remove and the patient was converted to va ECMO . And an impella cp was inserted. After a few rounds of acls protocol the patient had a pulse and vfib patient was shocked and was back in normal sinus rhythm. Coronary angiogram was performed and the material had embolized to the left main. Multiple intervention attempt were made and blood flow was restored to the coronaries. The decision was made to leave the patient on ECMO impella and pressors.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4)